Event description:
It was reported that 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from august 23, 2021 ¿ august 24, 2021. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port bonding area; between the spike port tube and the spike port. The reported condition was verified during testing. The cause of the leak could not be determined; however, the most probable cause is due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port causing an incorrect bonding during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.